Manufacturer narrative:
(B)(4).

Event description:
It was reported that both anchors of the fast-fix 360 curved deployed simultaneously. A backup device was available to complete the procedure with a reported delay of approximately 30 minutes. No impact on the patient was reported.

Manufacturer narrative:
(B)(4). Fast-fix 360 curved needle delivery system device returned. The device has been deployed but is in relatively good condition. The device was returned without t1, t2 or suture. There is no disfigurement of the needle. There is no indication of aggressive use for this device. Functional test proved that the device actuates as intended. It is undetermined which factors contributed to stated complaint. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.